Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was identified that the order appeared greyed out, accompanied by an error message stating ¿not available: not loaded,¿ despite both medications showing as in stock. A technical support specialist (tss) contacted the customer and determined that the issue involved two separate medications, identified by med ID: 52661 and med ID: 53226: med ID: 52661: the system was processing an order for two units of the medication. However, the station's maximum capacity for this item was set to one. As a result, only one unit was available for retrieval during the order, leading to the ¿not loaded¿ error. Med ID: 53226: this medication was part of a combo set. While med ID: 53226 was correctly loaded, the accompanying medication in the combo was not present in the station. This mismatch caused the error and prevented successful order fulfillment. The technical support specialist explained the issues to the customer, adjusted configurations as needed, and verified system functionality. The system functioned as intended after the technical support specialist assisted the customer to resolving the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower order was greyed out and stated an error message of not available, not loaded. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was identified that the order appeared greyed out, accompanied by an error message stating ¿not available: not loaded,¿ despite both medications showing as in stock. A technical support specialist (tss) contacted the customer and determined that the issue involved two separate medications, identified by med ID (B)(6) and med ID (B)(6): med ID (B)(6): the system was processing an order for two units of the medication. However, the station's maximum capacity for this item was set to one. As a result, only one unit was available for retrieval during the order, leading to the ¿not loaded¿ error. Med ID (B)(6): this medication was part of a combo set. While med ID (B)(6) was correctly loaded, the accompanying medication in the combo was not present in the station. This mismatch caused the error and prevented successful order fulfillment. The technical support specialist explained the issues to the customer, adjusted configurations as needed, and verified system functionality. The system functioned as intended after the technical support specialist assisted the customer to resolving the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower order was greyed out and stated an error message of not available, not loaded. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.